Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device freezes. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the malfunction was observed. Our investigation showed that when attempting to print the trend summary a frozen printer window will appear. However, the x series device is operable and the user can exit the trend summary window using the home key and cancelling the trend print. The device was recertified and returned to the customer. This report was inadvertently submitted and reports of this nature are typically not submitted. Reports of this type typically do not have any clinical impact as a trend log is not run when defibrillation, ECG analysis, or pacing functions would be performed. There is no risk of impeding the clinicians ability to administer patient care. Analysis of reports of this type has not identified an increase in trend.